Event description:
Per the audiologist in 2007, the patient's skin flap around the cochlear implant site began swelling and became painful. On a week later, the patient discontinued using her cochlear implant. On four days later, the patient started using her implant system following medical treatment. Two weeks later, the patient's medical condition reoccurred. The following month, the doctor found skin flap necrosis. The patient's device was explanted eight days later, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.